Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76", "defib disabled" and "poor pad contact" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunctions of "pacer disabled", "defib fault 76" were observed and attributed to a faulty resistor on the pace/defib engine board. The reported malfunction of "poor pad contact message" was observed during review of the activity logs; however could not be duplicated. The device was recertified and returned to the customer. The multi-function cable used during the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.